Event description:
It was reported the m/l taper size 4 rasp fractured during the procedure. The fractured tip is visible in the patients post operative x-ray. There is no additional procedure scheduled to remove the fractured piece.

Manufacturer narrative:
(B)(4). G2: foreign: finland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 suggested component code: mechanical (g04) ¿ rasp no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: metallic object within the femoral medullary canal distal to the femoral implant tip consistent with the reported fractured trial rasp. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.